Event description:
On 12/14/2007, a customer contacted baxter technical svc regarding sys error 2240 and 2367 alarms during dwell 4 of therapy using the homechoice system. The svc rep explained the alarm and assisted them to clear it. Later on that same day, the customer contacted baxter technical svc regarding another sys error 2240 alarm during dwell 4/4 of therapy. The supply bags were empty. The svc rep assisted the home pt to clear the alarm. Therapy would be completed using manual supplies. The home pt did not want to return the sample for eval. During f/u for the above complaints, the home pt's nurse reported an episode of peritonitis (unk date). The nurse indicated she was not aware of the reported sys error 2240 alarms, however, indicated there was no pt injury or medical intervention associated with this report. Investigation into this complaint revealed the home pt was inactivated in jdedwards with a reason of in center hemo-catheter infection (2008). The home pt's nurse reported this infection that settled in the catheter. She indicated the pt was no longer doing peritoneal dialysis therapy and was performing hemodialysis. The nurse would not provide/declined to provide add'l clinical info as that info was no longer available. No add'l info is available from alternate sources.

Manufacturer narrative:
The customer discarded the sample. No eval can be performed. Baxter is monitoring issues like this. Should add'l info become available, a f/u report will be filed.